Manufacturer narrative:
The additional two reportable proglide devices are filed under separate manufacturing report numbers. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a coronary intervention with impella support. Reportedly, when the plunger was removed, there was no suture for both devices. The sutures of two new proglide devices were successfully preplaced. The sheath was upsized to 14f and the coronary procedure was completed. The two sutures were tightened with the guide wire in place and did not completely close the access site. A fifth proglide suture was added and some bleeding still continued. A sixth proglide suture was attempted to close the site; however, hemostasis was not fully achieved. A non-abbott device was added and achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.